Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, a target vessel revascularization occurred. The index procedure placed a 3.5x32mm taxus liberte stent in the proximal left anterior descending (lad) artery, a 2.75x16mm unspecified taxus stent in the mid lad and a 3.5x28mm non bsc stent between the left main and proximal lad . In (B)(6) 2010, angiography revealed a de novo, 90% stenosed 3.5x28mm target lesion located in the proximal lad. Treatment was performed three days later. A 3.5x28mm non bsc stent was implanted resulting in 0% residual stenosis. The patient was discharged the following day. No angina was confirmed at the 9 month and 1 year study follow up visits.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was a 75% stenosed, 3.5x32mm target lesion located in the proximal left anterior descending (lad) artery and a 90% stenosed, 2.75x16mm target lesion located in the mid lad. Pre-dilation was not performed, but post dilation was performed resulting in 0% residual stenosis in both lesions. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient did not have ischemic symptom. At this time both index lesions revealed 0% stenosis, however an independent medical review listed the de novo lesion as a target lesion revascularization instead of a target vessel revascularization. Per the physician, the event was listed as "unrelated" to the study stents.